Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The pump was also received with a corroded battery cap contact. No moisture damage found inside the pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had battery leakage inside the battery compartment of the insulin pump. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.